Event description:
Product is packaged in two separate peel pouches. Application tips package indicates that the contents are sterile. Medication package indicates that the two solutions located in the duplex syringe are sterile, but does not indicate that the entire contents of the package are sterile. IFU insert does speak to delivering to sterile field but not to the sterility of the package.